Event description:
It was reported that the pt fell on some stairs and had hit their head very hard in 2003. The pt was kept in the hospital for 1 week as a result of this injury. Over the area of the implant there was severe swelling. Testing confirmed that the device had malfunctioned.